Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death is still unknown; an autopsy hasn't been done yet. The customer was deceased when the police arrived at the customer's house. The caller stated that the customer had bled a lot from his mouth, but was unsure what happened as far as why the customer has passed. The caller stated that the customer's eye sight was getting worse. The customer had a spinal cord issue and balding disk. The caller was not sure, but he stated that as far as he knows, the customer was wearing the insulin pump at the time of death. The customer's blood glucose, at the time of death, is unknown. The caller was unsure about the customer's sensor use. The caller did not have the insulin pump; it is at the mortuary. The insulin pump information could not be verified. The information used on this medwatch report is the last known insulin pump to have been issued to the decedent.